Event description:
Allegedly while waiting to cross the street the power wheelchair lurched forward and the end user was side swiped by a small bus and thrown out of the chair. End user reported bruising and scratches. No medical intervention was sought after the incident.